Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified one curved opening, flat creases and white particles in device inner surface. Leak test and microscopic analysis was performed which identified one crack opening and one sharp opening. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. One sharp opening in the side valve bond edge assessed as unidentified (tear) opening.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volume a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported, left side deflation. Device has been explanted.